Manufacturer narrative:
"Revision of vagal nerve stimulator electrodes for medically intractable epilepsy". Pp 1-5. Device failure is suspected, but did not cause or contribute to a death of serious injury.

Event description:
It was reported in a scientific abstract that a vns patient had a fractured lead wire. Additional information received, revealed that the medical professional does not have further information about the event. Good faith attempts to obtain additional information have been unsuccessful to date.